Event description:
Patient using lite touch by medicore insulin pen needles, 31 gauge, 3/16 inch 5 mm needle with her novolog mix 70/30 flexpen insulin cartridges. After dialing the dose of insulin in her pen and attaching the pen needle, she was unable to inject her insulin dose. The pen tip needle was preventing the insulin from being injected. I personally tried to dial/inject the insulin into a tissue and was unable to depress the button. Dose or amount: 1 pen needle. Frequency: twice a day. Route: sq. Dates of use: 2009. Diagnosis or reason for use: diabetes. Event abated after use stopped or dose reduced?: yes.